Event description:
It was reported that the patient experienced swelling and high levels of fluid. Patient also had a staph infection. Patient states that he had problems since primary implant surgery. Patient had revision surgery on his knee on (B)(6) 2013.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right stryker knee. Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
The patient is 71 inches in height. An event regarding infection involving a triathlon femoral component was reported. The event was confirmed. A review of the provided medical records and x-rays by a clinical consultant indicated that there is no evidence that factors of faulty prosthetic design, or materials were responsible for the sequelae of this post-operative total knee arthroplasty infection. The sterilization sciences department carried out a microbiological assessment of the medical records provided and indicated that based on the data reviewed, it has been determined that the introduction of the reported causative agent of this post-operation infection was not via the medical devices. Device history review: there have been no reported discrepancies for the referenced lot or sterile lot. Complaint history review: there have been no reported events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined based on the information provided however there is no evidence that prosthetic related factors caused reported infection. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that the patient experienced swelling and high levels of fluid. Patient also had a staph infection. Patient states that he had problems since primary implant surgery. Patient had revision surgery on his knee on (B)(6) 2013.